Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer delivered a 9-unit bolus, which was completed successfully. The customer was advised to replace supplies as necessary and continue insulin therapy.